Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and then it was low. The customer reported that they had issues with sensor. Customer states that last night blood glucose dropped below 40mg/dl on the sensor so she had to treat by eating carbohydrate and this morning blood glucose was over 400mg/dl so she bolus with pump and it came down to 300mg/dl something. The got calibration not accepted twice then change sensor. The insulin pump will not be returned for analysis.